Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The pump was returned for analysis. Upon interrogation the pump memory indicated that the pump was used to deliver hydromorphone (10 mg/ml at 2.633 mg/day), clonidine (225 mcg/ml at 59.23 mcg/day) and lioresal (125 mcg/ml at 32.91 mcg/day). Analysis of the pump found high resistance across the battery. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and a company representative regarding a patient who was receiving hydromorphone 20 mg/ml; 8.15 mg/day, lioresal (baclofen) 325 mcg/ml; 132.43 mcg/day, clonidine 600 mcg/ml; 244.49 mcg/day and bupivacaine 20 mg/ml; 8.15 mg/day via an implantable pump. Indication for use was other chronic/intract pain (trunk/limbs) and spinal pain. The date of the event was (B)(6) 2016. It was reported a non-critical alarm occurred and was confirmed by telemetry. The alarm was due to elective replacement indicator (eri). The schedule to replace pump by date was in november. The low reservoir alarm occurred. The low reservoir or eri were expected. The eri was not premature. The alarm was silenced. The patient had more pain since the alarm went off the previous night, (B)(6) 2016. Troubleshooting was performed. The cause of the low reservoir alarm was not determined. Actions/interventions were taken to resolve the low reservoir alarm and eri. The low reservoir alarm and eri have not been resolved. When asked if the eri was expected or premature the hcp responded "no."